Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was caller reported pt had a procedure done (unrelated to the medtronic device) and was unable to turn stimulation off for the procedure because "no device found" displayed. Caller stated this is the third controller pt has had and the same incident occurred with the other controllers as well. Caller mentioned that they think pt's ins is implanted deeper than usual and that they are unable to physically feel pt's ins at the implant site. Caller stated pt has had the controller for 2 weeks and the controller has worked as intended until today. Caller confirmed they were able to interrogate pt's ins today with their tablet and confirmed that they think the ins was charged to about 50%. Tss reviewed information relating to disabling and enabling controller and caller stated they would try that the next time they meet with pt. Additional information was received from a field rep. The rep reported that another rep was going to do a tech reset. Patient called stated they cannot connect to the implant without the rtm being connected to the controller. Patient stated she have 3 controller and they all have the same issue where they will not connect to the ins without the rtm. Patient stated this issue has been going on for a year and received replacement controller and the issue is not resolve. Patient stated she met with two tech last tuesday, and she did not have the other tech name and they did troubleshooting and controller did not turn off the ins by itself. Patient stated doctor suggested to get the battery pack in the controller replace since the replacement controllers did not resolve the issue. Patient mentioned she contracted antibody e-collie and she cannot have surgery to fix the ins if that needs to be done. Ps asked patient to connect to ins, controller did not connect by itself, the rtm had to be connected to the controller. Patient stated it can take 30mins for the rtm to connect to the ins. Controller showed ins 20% and recharging, controller 70% charged. Ps consulted with ts and confirmed the bp did not need to be replace. Ps re-opened case and sent email to the repair dept to replace the battery pack because patient insisted on getting a new bp. Patient stated she did not want another controller. Ps sent email to rep regarding the situation. Ps sent email to device reg with updated address. Additional information was received from a manufacturer's representative (rep). The implant being deeper than usual was a judgment of the patient. The inability to turn stim off was likely due to either a depleted ins or poor communication, but has yet to be determined. The patient was sent a new remote to resolve the issue.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.